Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the only known cause was a possible nerve conduction study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - degenerative disc disease/ nonmalignant pain. It was reported that there was overstimulation immediately following a nerve conduction study. Patient turned off stimulator and sensation returned to normal. Patient stated that she was not instructed to turn stimulation off prior to study by clinic or whomever did the study. Patient reported when she turned it back on, adaptive stimulation was off and all intensity settings had been lost; patient reset them herself. No further complications were reported/anticipated.